Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon investigation the charger/modem was unable to power up. It was discovered that d601 (12v power supply) on the bedside board was knocked off and the pads were lifted. The root cause for the damaged d601 component could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) was unable to power on.